Manufacturer narrative:
An evaluation of the returned device has been conducted. The device was received fully deployed, and there were no bends or kinks observed in the exposed portion of the soft cannula. The event history data review indicated there was no struggle to deliver insulin. The complaint investigation did not reveal a product failure; therefore, no further actions are planned at this time.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of bent cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone 14.5. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 300 mg/dl between 4 and 24 hours of wearing the pod. The patient reported upon removal of the pod, there was a lot of bleeding, and the cannula was found to be bent.